Event description:
It was reported that during a procedure the console couldn't start. The procedure was not completed. No patient injury was reported.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse found that error 803 is reported on the red screen when the machine is turned on, and the first hr lens is found to be damaged during the inspection, this lens needs to be replaced, the fse confirmed that hr optic was damaged, likely causing the reported error and event. Therefore, the reported allegation in this complaint was confirmed. H3 other text : device was inspected in site.

Event description:
It was reported that during a procedure the console couldn't start. The procedure was not completed. No patient injury was reported.